Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing issues with lowering his blood glucose levels. The customer stated that his blood glucose was previously 400 mg/dl. The customer treated himself with the insulin pump therapy. Troubleshooting was done. After troubleshooting was completed, advised that the customer's insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.